Event description:
Literature was reviewed regarding the incidence of vascular complications in a group of patients who underwent transcatheter aortic valve replacement (tavr) with medtronic evolut r/pro systems. Adverse outcomes that may have been associated with medtronic valves: two in-hospital cardiovascular deaths. And the following outcomes may have been related to the medtronic delivery catheter systems: vascular complications (major or minor); bleeding (access site and retroperitoneal origins were noted); hematoma; and vessel stenosis, occlusion, or dissection. Only one intervention was recounted by the authors, which involved stenting of a femoral artery dissection.

Manufacturer narrative:
Citation: lerchner t, zapustas n, seyfarth m, tiroch k, holzhey d, vorpahl mm. Vascular complications in transcatheter aortic valve replacement using 14 vs. 18 french plug-based percutaneous closure devices: a propensity score-matched observational study. Journal of clinical medicine. 2026; 15(8):3095. Https://doi.org/10.3390/jcm15083095 earliest date of publication used for date of event and date of death. Earliest approved evolut r/pro product used for product code and PMA#. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product, no definitive conclusion can be made regarding the clinical observations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.